Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter result 1 = 1.6, inratio meter result 2 = 1.6, reference = 2.5, mean = 1.90; confidence limits = 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inratio precision data provided by end-user lot: date: (B)(4) 2013, 1st inr = 1.6; 2nd inr = 1.6, mean = 1.6; sd = 0.00; %cv = 0.00. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. In-house therapeutic donor testing has been performed on reported lot 272417. Results as follows: donor (B)(4): inratio: 2.4, 2.7, 2.1; reference: 2.31; bias threshold: 1.31 - 3.31; %cv: 12.50. Donor (B)(4): inratio: 3.5, 3.3, 3.5; 3.28; 2.28 - 4.28; 3.36. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No product was returned to retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) discrepant complaints have been reported for the production lot, yielding a complaint rate of (B)(4). Due to this low occurrence rate, corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: patient self tester tested at the lab about 1.5 hours prior to being trained. Lab: 2.5. Inratio: 1.6 (with patient's strips), inratio: 1.6 (with trainer's strips). Therapeutic range: 2-3. Due to the eye infection, patient was taking an oral antibiotic about one week ago. Today the patient will be starting an antibiotic eye drop.